Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head was inoperable. The rf head would not interrogate. The cable was replaced with a known good cable and the head interrogated and passed functional tests. The head was to be sent for cable replacement and restocking. (B)(4).

Event description:
It was reported that the radiofrequency head was not operable. The head was returned for repair. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.